Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperative to an orthopedic procedure for fibular fracture, when removed from the envelope, the needle came off the thread. Another suture was used to resolve the issue in order to complete the case. There was no patient involvement.